Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. The meter's serial number is unknown; hence the date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The following information was obtained via a literature search, which was performed on (b)(5) 2016. The search identified a published article, in acta clinica belgica, international journal of clinical laboratory medicine entitled, can an electronic glycaemic notebook associated with an insulin calculator improve hba1c in diabetic patients on a multiple insulin injections regimen? The study utilized adc freestyle insulinx devices and reported that on an unspecified date in (B)(6) 2012 a study participant experienced a "hypoglycemic coma during a drinking party" and noted the subject's husband administered a glucagon injection. No readings were provided. No additional third-party medical intervention was required. There was no report of death or permanent injury associated with this event.